Manufacturer narrative:
Visual analysis- visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ migration: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side device rupture. Later reported capsular contracture baker grade iii and axillary recess, lymph nodes with oval morphology and diameters ranging from a maximum of 11 mm to approximately 11 mm are recognized per MRI and "cells with a histiocytic appearance with a large vacuolated cytoplasm with a vesicular nucleus that phagocytize an exogenous component with some multinucleated foreign body cells¿ per pathology report. The device has been explanted and replaced with a non abbvie.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 04jun2024.

Event description:
Healthcare professional reported right side device rupture, capsular contracture grade iii. Per MRI "lymph nodes with oval morphology and diameters ranging from a maximum of 11 mm to approximately 11 mm are recognized; it is not specific to collate the clinical context (siliconomas are not ruled out". The device has been explanted and replaced.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional reason for removal: granuloma.

Event description:
Healthcare professional reported right side device rupture. Later reported capsular contracture baker grade iii and axillary recess, lymph nodes with oval morphology and diameters ranging from a maximum of 11 mm to approximately 11 mm are recognized per MRI and "cells with a histiocytic appearance with a large vacuolated cytoplasm with a vesicular nucleus that phagocytize an exogenous component with some multinucleated foreign body cells¿ per pathology report. The device has been explanted and replaced with a non abbvie.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). ¿ capsular contracture: unable to observe as it is not related to the device. ¿ migration: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side device rupture, capsular contracture grade iii. Per MRI "lymph nodes with oval morphology and diameters ranging from a maximum of 11 mm to approximately 11 mm are recognized; it is not specific to collate the clinical context (siliconomas are not ruled out". The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii, silicone migration, lymphadenopathy.

Event description:
Healthcare professional reported right side device rupture, capsular contracture grade iii. Per MRI "lymph nodes with oval morphology and diameters ranging from a maximum of 11 mm to approximately 11 mm are recognized; it is not specific to collate the clinical context (siliconomas are not ruled out". The device has been explanted and replaced.